Event description:
It was reported that the left ventricular (lv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This lv lead is no longer in service. Additional information was received that the lv lead exhibited a loss of capture, high out of range pacing impedance measurements, and increased thresholds as a result of lead fracture. The patient recovered and had a non boston scientific lv lead implanted in place. This lv lead is expected to be returned. No adverse patient effects were reported. This lv lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to a product performance issue. No additional adverse patient effects were reported. This lv lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.